Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The imager ii catheter was received upside down on the product card and inside an opened imager ii product pouch. The product pouch was folded multiple times. The catheter shaft was bent in the locations of the folds. The shaft was flushed and a leak was confirmed 21cm from the distal end of the strain relief. Magnified inspection of the shaft revealed a shaft perforation 21cm from the distal end of the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that during preparation for a diagnostic procedure, a tear in the catheter was noted. The target lesion details were unknown. A 65/035 bx5 imager ii angiographic catheter was selected to diagnosed the unspecified target lesion. During preparation, flushing in the catheter was done. It was then noted that there was a tear in the mid catheter. No patient complications were reported and the patients' status is fine.

Event description:
It was reported that during preparation for a diagnostic procedure, a tear in the catheter was noted. The target lesion details were unknown. A 65/035 bx5 imager ii angiographic catheter was selected to diagnosed the unspecified target lesion. During preparation, flushing in the catheter was done. It was then noted that there was a tear in the mid catheter. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
(B)(4).